Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that on (B)(6) 2017, the patient experienced abdominal pain. The patient was prescribed acetaminophen and betamethasone valerate/gentamicin sulfate ointment. The following day, the patient was urgently hospitalized and the j tube was replaced for the inflamed peritoneum, the patient had peritonitis. On (B)(6) 2017, the symptoms resolved and administration of duodopa was re-started.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient experienced abdominal pain and pyrexia and visited the emergency outpatient department. On the same day, blood sampling and abdominal CT were performed, and the patient was found to have peritonitis. On and unknown date, patient experienced dehiscence between the gastrostomy site and the stomach. Patient was treated with antibiotics ceftriaxone sodium hydrate IV from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017, patient underwent an operation and his condition improved. On (B)(6) 2017, the peritonitis resolved.